Event description:
An impella cp device was inserted via the right femoral artery in a 63 year-old male patient for elective pre-operative placement. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. Following implantation, a large hematoma was noted around the insertion site in the intensive care unit. The patient was immediately transferred to the operating room for planned escalation to impella 5.5 support, which was determined prior to identification of the hematoma and was stated by the field representative to be not related to the hematoma. The patient was noted to be moving during transfer from the cardiac catheterization laboratory to the intensive care unit, as well as from the intensive care unit to the operating room. In the operating room, the hematoma was reported to have increased in size, and the activated clotting times were in the 300 second range. Vascular surgery was consulted for removal of the impella cp device following placement of the impella 5.5 device. The impella cp device was removed using wire access without surgical cutdown, and closure was achieved using two perclose devices with previously placed sutures. A pressure dressing was applied following device removal. While on support, the impella cp device was operating at performance level 7 with expected flows of approximately 3.1 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient was noted to be on inotropes and vasopressors for hemodynamic support. Access site hematoma is a potential complication associated with large-bore arterial access and may be influenced by patient movement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.